Event description:
It was reported unrevised left hip elevated ion levels, bilateral pain and small bilateral hip effusion.

Manufacturer narrative:
A complaint was received from a bilateral patient surrounding the left hip. At this time, the hemi head, sleeve, cup and stem remain implanted. As of today, information about the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and hemi head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. Without definitive part/lot numbers for the modular sleeve a complete complaint history review cannot be performed for the devices involved. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported pain, elevated metal ions along with radiological findings of possible lysis of the acetabulum and small effusion may be consistent with findings associated with metal debris. However, no revision has been elected at this time and the patient impact beyond the pain and increased metal ions cannot be determined. Further, it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.